Manufacturer narrative:
Product analysis: analysis confirmed the customer comments of broken handle and delay in start-up, the programmer powered up to an error and this was attributed to a missing hard drive. A hard drive was installed and imaged. It was additionally noted that the programmer failed its sensor 8 test at final testing and therefore the microprocessing unit was replaced and the hard drive reimaged. The power cord bay was broken, the stylus tip was loose (but functional), the left keyboard hinge was broken and the system fan wiring harness was severed. All found defective parts were replaced and all other identified issues were resolved and the programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken handle and a delay in its start-up. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.